Event description:
Event description cpi received information that at a routine follow-up visit, this implantable cardioverter defibrillator (ICD) could not be interrogated and no magnet tones could be elicited. The physician performed an invasive procedure and elected to explant the ICD.